Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional contact: (B)(6).

Event description:
The complaint/event occurred on an unspecified date and involved tego¿ connector. The following was reported: 'no in flow and no outflow was possible' with the device. The reporter stated that the customer is using tego connectors supplied by citra-gen. For the last six months the customer has been having increasing problems with this product. The number of defective connectors per lot number was 8. The problem with the tego was a defect in the transparent rubber, making it inaccessible or causing leakage. It was already used when the problem with tego occurred/discovered. Number of treatments carried out with the relevant tego before the problem occurred: 1 or 2 treatments. Other devices are used in combination with the tego was poshiflush with leur lock. There was no report of any human harm. This emdr reflects 8 occurrences of the same failure and same list and lot of the product.

Manufacturer narrative:
Updated information: b5. Investigation summary: received nine (9) used list# d1000 tego connectors for inspection. Three (3) of the samples had torn seals as received. Each of the tegos was accessed with a male luer to observe the fluid path. Samples 1, 6, and 7 had the seal walls buckling. Samples 1, 6, and 7 were disassembled. Errant adhesive or missing adhesive was found. Samples 2 and 5 had blood residuals inside of the fluid path. Once the fluid path was flushed with fluid the fluid path was clear. Four (4) of the samples had no occlusions. The reported complaint can be confirmed on five (5) of the returned samples. The probable cause for the buckled seals and subsequent restrictions in flow on three (3) of the samples is due to uneven adhesive application. The probable cause on the two (2) samples is due to blood clotting during use. Once the fluid path was cleared there were no functional issues with the tegos. The device history record was reviewed, and no relevant nonconformities were found that would have led to the reported complaint. Corrective and preventative actions are in progress.

Event description:
Updated information was received regarding the complaint where it was reported that occlusion issue was observed when starting dialyses treatment and in most cases during 2nd or 3rd treatment with same tego.